Event description:
It was reported that during a robotictotal lap hysterectomy procedure, the top was popping off causing the gas to leak out. Procedure was completed as normal. There were no patient consequences. No devices will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what was "the top" that was popping off? The top was the seal cap assembly, the "pac-man" seal. Was there a drop in pressure? Yes, the surgeon experienced a slow leak. If yes, did this affect the visibility of the surgeon? Not to my knowledge. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? Through the duck bill seal. Was a device inserted in the trocar during the leaking? Yes if so, what device? Camera. Was any torque being applied to the trocar or device? Unknown.